Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2007149. Medical device expiration date: 31-dec-2026. Device manufacture date: 07-jan-2022, medical device lot #: 2024137. Medical device expiration date: 31-dec-2026. Device manufacture date: 24-jan-2022. Medical device lot #: 1327251. Medical device expiration date: 31-oct-2026. Device manufacture date: 23-nov-2021. Medical device lot #: 1333404. Medical device expiration date: 30-nov-2026. Device manufacture date: 29-nov-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 19 bd safetyglide¿ needles from lot 2007149, 3 needles from lot 2024137, 10 needles from lot 1327251, and 6 needles from lot 1333404 all experienced needle blockage during the medication injection. The following information was provided by the initial reporter: "something is preventing medication(s) from going through the needles to be injected. No adverse patient impact."

Manufacturer narrative:
Additional information was provided that updated the following fields: b.5. Describe event or problem: it was reported that 19 bd safetyglide¿ needles from lot 2007149, 3 needles from lot 2024137, 10 needles from lot 1327251, 6 needles from lot 1333404 , and 43 from lot 2025239 all experienced needle blockage during the medication injection. The following information was provided by the initial reporter: "something is preventing medication(s) from going through the needles to be injected... No adverse patient impact." D.4. Medical device lot #: 2025239. D.4. Medical device expiration date: 31-dec-2026. H.4. Device manufacture date: 25-jan-2022.

Event description:
It was reported that 19 bd safetyglide¿ needles from lot 2007149, 3 needles from lot 2024137, 10 needles from lot 1327251, 6 needles from lot 1333404 , and 43 from lot 2025239 all experienced needle blockage during the medication injection. The following information was provided by the initial reporter: "something is preventing medication(s) from going through the needles to be injected... No adverse patient impact."

Event description:
It was reported that 19 bd safetyglide¿ needles from lot 2007149, 3 needles from lot 2024137, 10 needles from lot 1327251, 6 needles from lot 1333404 , and 43 from lot 2025239 all experienced needle blockage during the medication injection. The following information was provided by the initial reporter: "something is preventing medication(s) from going through the needles to be injected... No adverse patient impact."

Manufacturer narrative:
H.6. Investigation summary: in response to the event reported by the facility a device history review was conducted for lot numbers 2007149, 2024137, 1327251 and 2025239. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Additional device histories were reviewed for each batch of needles used in the manufacture of lot 1333404. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Additionally, multiple samples in two different shipments were submitted to aid in our investigation. Ninety three samples were randomly selected for evaluation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Of the ninety three samples five samples did not expel the solution, these needles are clogged. It could be possible that a process variation occurred at the lubricant application process. Verification of the lubricant application process was performed. The settings were correct and alignment of fixtures was good. Based on the investigation with the returned samples analysis the symptom reported is confirmed. H3 other text : see h.10.